Event description:
Hcp reported the pt presented in 2004 with an increase in pain in their back and legs. An MRI revealed a mass at the catheter tip. The pt underwent a surgical excision of the granuloma mass. The pt is reported to have recovered without sequela.